Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill cartridge with insulin during the load process. The customer experienced resistance when attempting to inject insulin into cartridge. Additionally, the customer was unable to get past fill tubing screen. During troubleshooting with tandem technical support (cts), cts assisted the customer and was able to complete load process. The customer stated did not know if the event affected blood glucose level.